Event description:
It was reported that the asymptomatic patient presented for routine in-clinic follow up. An interrogation of the device reveled non-capture of the right ventricle, and inappropriate capture of the atrium. The patient was scheduled for revision, and fluoroscopy confirmed that the right ventricular lead had dislodged and pulled back to the atrium. The lead was explanted and replaced. The patient was recovering.